Manufacturer narrative:
The lab eval indicated that the complaint for priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Priming error complaint.